Event description:
Customer called to report getting unexpected negative results on galileo. They received a new manifold to install on their instrument. They ran some 2 cell screen samples, and they all resulted as negative. There were 3 patients with known positive antibody that were called negative by the instrument.

Manufacturer narrative:
A service call was made. All instrument functions related to the complaint were checked, including: washer function, residual volume, washer teach positions, manifold alignment, pipettor teach positions, and old images were deleted. The customer ran qc and samples with acceptable results. The system was tested and operated within specifications.